Event description:
The application device for the bravo ph capsule was advanced into the esophagus and positioned at 33 cm. Suction was applied for one minute. The application device was then rotated and an attempt at withdrawal was made. On withdrawal, it was noted that the bravo ph capsule was still in the application device. The scope was re-advanced and the area evaluated. A tear of the mucosa at that area which was about 32 cm or 33 cm was noted. The scope was withdrawn. The physician elected not to reattempt the capsule placement.